Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion alarms while using the avea ventilator. The issue occured during patient use. The customer reported the patient was on CPAP (continous positive airway pressure) mode. The customer checked the circuit, but was unable to clear the alarm. The customer reported to have swapped the vent out and no report of patient injury is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab (fa) received the faulty gde (gas delivery engine) assembly for evaluation. The carefusion fa rep performed pressure transducer calibrations. The carefusion fa rep was able to duplicate the "circuit occlusion alarm and isolate the root-cause to the inspiratory pressure transducer (xdcr1) located in the tca (transducer communication assembly). This is a known issue and has been corrected per avea recall z-1609-2015.